Event description:
It was reported by the pt's wife, that post a coronary drug eluting stenting treatment procedure, possible mild congestive heart failure occurred. Since the 2.75x12mm taxus express2 drug eluting stent was placed, the pt's quality of life is not as good as it had been previously. The pt is "not really himself and he has not felt as good as before stent implantation". Approx ten months post the stent implant, the pt began experiencing shortness of breath and labored breathing. Five days later, a lung function test "seemed to be" normal and a cardiac catheterization revealed no new blockage. "The pt is still being evaluated but the physician thinks it may be mild congestive heart failure." Additional info was requested from the physician, but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.